Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button error and keypad anomaly. Customer did not recall blood glucose at the time of incident. Customer did not recall the cause of the button issue. There is a damage inside the pump. Customer has been advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. Troubleshooting was performed. The insulin pump will be returning for analysis.